Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call of low blood glucose readings and hospitalization. The nurse stated that the patient's blood glucose was in the 20s mg/dl at home and got up to 51 mg/dl after eating. The nurse stated that the customer's blood glucose reading was 36 mg/dl when she was not on the pump. The nurse stated that she took the battery out because the customer was not using the pump. The customer stated that she was eating breakfast when the low blood glucose reading occurred. The customer and the nurse declined to troubleshoot.